Event description:
Healthcare professional reported via nbir left side "capsular contracture baker grade IV, device migration, implant malposition, correction of asymmetry, and change shape/size/style". Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, migration, malposition, correction of asymmetry, change shape/size/style.